Manufacturer narrative:
On 7/4/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate plus profile 275cc saline catalog: 3502275, lot: 7449221, sn: (B)(4) and (right) mentor smooth round moderate plus profile 275cc saline catalog: 3502275, lot: 7300829, sn: (B)(4). Device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent at the juncture with the patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 275cc saline catalog: 3502275 lot: 6466554 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 275cc saline breast prostheses. Left breast prosthesis deflation was confirmed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.